Event description:
It was reported during an operation procedure, the doctor used the xia torque wrench and anti-torque key together for the final locking. When the doctor applied force, the six hexagon head of xia torque wrench fractured, and fell into the patients' body, but the broken piece was removed immediately. No report of adverse consequences to the patient.